Manufacturer narrative:
The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular and that the radius tangent is coming into contact with the outer blade tip. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause of the reported incident cannot be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the device started to shed. All fragments were flushed from the joint. There was no delay in the case and there were no reported patient injuries or complications.